Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on gib power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a communication failed error message. It was reported that the system was not usable when the error was displayed which indicates a system lockup situation. There is no report of injury or death.